Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead exhibited high threshold, and low impedance. Ra lead insulation damage was suspected, noise was noticed and no p-wave visible. The ra lead was programmed off, and remains in the patient out of service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated the impe dance of the atrial pacing lead was below the expected lower range. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated a p-wave amplitude measurement issue. Corrected: if information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted there was undersensing and increased stimulation on the ra lead.